Manufacturer narrative:
(B)(4).the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the fiber is broken within the outer flow tubing between knob and metal cap, 1½ inches from the tip; there are no signs of melting at the break. Based on device analysis, the potential for forward firing may exist. Probable root cause:based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, an "excessive fierlife" message was received. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.